Event description:
It was reported that the customer experienced ongoing low blood glucose levels of displayed as "low"; however, specific value was not provided. Consuming carbohydrates was the action taken to manage the low blood glucose events. Log review was performed by tandem clinical support and the pump is functioning as intended.